Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm was confirmed to be caused by use error based on customer contact. Specifically, the customer stated that the heater bag became disconnected during therapy. The root cause is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 4 of 4. The home patient (hp) stated that the heater bag came undone. Per the hp, he disconnected and turned the hc off. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp would call the nurse to see if it is ok to skip the last fill. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp said that a bag did not fall. The hp said it was just a system error. The writer asked if there was anything unusual with the supplies, and the hp stated no, there was a just a system error. No additional information could be obtained. No patient injury or medical intervention was reported.